Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # - (01) 00889024061987 (10) 63973839. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that one of the posts fractured and the fractured portion was not returned. Hardness test was conducted and was found to be conforming. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the targeter for the distal right femur fractured when removing it from the plate. One of the locking pins that assures proper alignment within the plate fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.